Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual examination of the staple cartridge noted that the loading unit was fully fired. The proximal end of the loading unit adapter was broken. Due to the noted damage no functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed condition was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy laparoscopic procedure, upon resection of sigmoid, there had been a problem in unloading the device. There was no possibility to unload the device after use and no possibility to use directional button hence the directional system on the handle was out of order. The device was changed to resolve the issue. There was no patient injury.